Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Eval: the iab was returned for eval. The involved sheath was not returned. There was blood on all exterior and interior surfaces of the bladder; bladder was partially wrapped. The spring wire guide ('swg') was returned in the central lumen protruding from the distal tip of iab and luer end of iab. The flex tip assembly was bent/kinked at the distal tip of iab. Iab was bent at the distal tip. The catheter and central lumen were bent at the distal tip of iab. Fiberoptix sensor ('fos') slide connector and cal key were attached to fos (yellow) cable which was attached to the bifurcation. Initially swg could not be removed from iab. The protruding portions of the swg outer diameter were measured and within specs. The one-way valve was tested with a vacuum gauge and passed all tests. The iab was submerged and pressurized in water and a gross leak was indicated. Bubbles exited the distal tip of iab and the luer end of iab indicating a broken central lumen. A further attempt was made to remove the swg from the central lumen. Eventually, the swg was removed with some difficulty. The distal tip of iab and luer were blocked off and no other leaks were observed in the bladder or iab. The bladder was cut down for further eval of the flex tip assembly. The flex tip assembly was confirmed broken at the distal tip of iab. The swg was examined under magnification. Swg was kinked at the j-tip end which matched up with the broken flex tip assembly at the distal tip of iab. There was a slight bend at the j-tip end of the swg which matched up with the bend in iab located at the distal tip of the iab. The report of "insertion difficulty" is confirmed. The flex tip assembly was noted to be broken. It cannot be determined if the flex tip assembly was damaged during removal from tray, during insertion attempt, or during return shipping. The potential cause of the insertion difficulty was the reported "bad iliac" (tortuous) artery.

Event description:
It was reported by the sales rep that this event involved a male pt, (B)(6) with a "bad iliac". The mde found it difficult to insert the intra-aortic balloon ('iab') into the pt. The tip of the catheter kinked. Reference MDR #1219856-2010-00059 for the first event and MDR #1219856-2010-00001 for the second event involving the same pt.